Event description:
It was reported post angiogram an angio-seal device was used to seal the right leg arteriotomy site. The pre-deployment angiogram "looked clean" and vessel size met criteria, however a small branch was noted proximal and to the right of the arteriotomy site. The angio-seal was deployed without difficulty, however, later that night the patient experienced pain. A doppler ultrasound revealed a 90 - 99% occlusion three to four centimeters above the arteriotomy site and the small branch previously described was no longer visible. Two days later, via the left femoral artery, the patient had an angioplasty and stent deployment of the stenosed right femoral artery site and flow was restored with 0% residual stenosis. The angio-seal remains implanted. The patient reportedly was recovering. A search of the angio-seal database revealed no certification for this user. Two radiographic cd's were sent with the per for review. The first one contains 11 radiographic runs comprising bilateral coronaries, left ventricle and a single view of the right femoral artery. The single run of the right femoral artery was obtained by injecting contrast medium through the procedure sheath in an oblique view. The puncture appears to be superior and to the right and left of the mid femoral head level puncture site. There was no apparent flow limiting areas in the single view. The second cd, dated event date contains 12 radiographic runs comprising percutaneous transluminal angioplasty and stent placement in the right femoral artery. The left sided access revealed an "up and over" sheath in place. The first radiographic run showed a flow limiting obstruction that had occluded the branch vessel that was seen superior and to the right at mid femoral head level. The wire was introduced followed by the balloon catheter. Balloon dilatations were not successful in opening the obstruction so a stent was placed with subsequent ballooning; flow was restored. The small branch vessel previously seen superior and to the right at mid femoral head level remained closed.